Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, multiple episodes of right ventricular (rv) oversensing due to noise was observed on the rv channel. The rv lead was capped and appeared to have insulation damage even though x-ray imaging showed no signs of damage. The lead was replaced with no adverse consequences to the patient.